Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('possibly within the myometrium/ right appears displaced, left displaced and possibly extruding from the uterus/ malpositioned essure') and device expulsion ('possibly within the myometrium/ right appears displaced, left displaced and possibly extruding from the uterus/ malpositioned essure') in a female patient who had essure inserted for female sterilisation. The patient's medical history included amenorrhea, night sweats, mood altered, psoriasis, ovarian pain, appetite excessive, weight gain, dry skin, loss of memory, tremor, anxiety, crying, depression, trouble falling asleep, insomnia, irritability, loss of energy, panic attacks, multi gravida, parity 3, appendectomy, breast enlargement, c-section, chickenpox, pelvic pain and endometrial polyp. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2022. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('possibly within the myometrium/ right appears displaced, left displaced and possibly extruding from the uterus/ malpositioned essure') and device expulsion ('possibly within the myometrium/ right appears displaced, left displaced and possibly extruding from the uterus/ malpositioned essure') in a female patient who had essure inserted for female sterilisation. The patient's medical history included amenorrhea, night sweats, mood altered, psoriasis, ovarian pain, appetite excessive, weight gain, dry skin, loss of memory, tremor, anxiety, crying, depression, trouble falling asleep, insomnia, irritability, loss of energy, panic attacks, multi gravida, parity 3, appendectomy, breast enlargement, c-section, chickenpox, pelvic pain and endometrial polyp. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2022. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.